Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure completed as planned when the customer pressed the foot pedal again. The philips field service engineer (fse) went onsite and confirmed that the wired footswitch was unable to perform exposure intermittently. Upon troubleshooting, it was identified that the exposure button was not sensitive. The philips engineer replaced wired footswitch. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wired footswitch was intermittently unable to trigger exposure, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.